Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d9, h3, h6. Based on historical data, possible causes include a cut causing the leakage. The most probable cause of the complaint is categorized as cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the uretero-reno videoscope was missing the rubber on the bending section. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.